Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was advised to remove the AED from service.

Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.